Event description:
It was reported that the patient experienced elevated blood glucose and chose to use a meal as a corrective action despite guidance that this approach is not recommended, representing an improper procedure with relevance to user interaction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interaction rather than device function. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.